Event description:
It was reported to nova biomedical that a consumer received a result of 436 mg/dl on their blood glucose meter. The consumer immediately performed another test using the very same meter and strips getting a result of 59 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will not be returned for evaluation because the consumer no longer has anymore of these strips.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.